Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level ranging between 400mg/dl to "high" on their bg meter. Multiple supply changes were performed to resolve the elevated bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.